Event description:
Patient developed possible infection three days post op. Surgeon decided to have patient return to surgery for irrigation and debridement. At that time surgeon discovered a minor superficial infection.

Manufacturer narrative:
A review of the DHR, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Biocompatibility and shelf-life for this product was reviewed and found to be acceptable. The DHR for the 3d knee insert was examined. There were no non-conforming material reports associated with this lot. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and was within its respective expiration date at the time of surgery. A review of the entire product complaint history was completed. There were no other complaints related to infection for part number 391-13-606. No other complaints were identified for lot 54015536. No complaints involving replacements of tibial liner p/n's where infections existed identified a product or manufacturing process defect that led to the infection. The original surgery occurred on (B)(6) 2010, 14 days prior to the revision. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital ((B)(6)). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the organism involved in the infection or the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of (B)(4).